Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they had weak signal. The customer states the device had gone into threshold suspend. The customer's blood glucose level at the time was 80mg/dl. The customer's levels had been as low as 48mg/dl. The customer ate fruit snacks to treat. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist. The customer declined to troubleshoot for lows.